Event description:
It was reported that the device was explanted after an implant duration of zero days. There was notation on the implantation data card, which suggested that the device was explanted due to a failed repair. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.